Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture at 1.6v, again at 0.9v and poor morphology on the right ventricular (rv) channel and shock channel. The patient exhibits chronic premature ventricular contraction (pvc). A technical service (ts) consultant reviewed the device data and provided programming optimization for the device. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. The clinical observation of loss of capture is a known inherent risk of the lead and is noted within the lead instructions for use (IFU), as well as the product's risk documentation.